Manufacturer narrative:
Attempts were made to contact the reporter, however, attempts have been unsuccessful. The subject device referenced in this report was not available for return and evaluation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
It was reported to olympus, the device malfunctioned on an unknown date. The device displayed a b30 error code, scope communication error. It is unknown where the event was found and it is unknown if there is a patient involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Device was not returned for evaluation. Based on the results of the investigation, the following was surmised. 1) malfunction of endoscope, scope cable or camera head b30 indicates endoscopic device errors; malfunction of either endoscope, scope cable or camera head was surmised. 2) user¿s handling foreign objects, e.g. Liquids or dust, may have interfered the connection of the electric contacts in either endoscope, light source or processor. 3) malfunction of the cv0190 b30 may be indicated by poor connection between scope and the processor due to circuit board malfunction. As stated on the IFU (instruction for use) the user manual states: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Olympus will continue to monitor complaints for this device.